Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to administer a correction bolus by entering a blood glucose (bg) value. After entering the bg value, the pump returned to the bolus screen and the "next" button was grayed out. Customer was unable to deliver the bolus to treat a 300 mg/dl bg level. Health care provider instructed customer to enter in 1 gram of carbohydrates and customer was then able to deliver the bolus to treat elevated level. Tandem technical support educated contact that the pump takes insulin on board (iob) into account when determining a correction bolus. If the bolus should not be delivered, the "next" button will be grayed out. Contact acknowledged.